Event description:
It was reported the pt is not receiving effective stimulation therapy from her scs system. An sjm rep attempted to reprogram the pt's scs system unsuccessfully. Additionally, a sys diagnostics revealed multiple invalid contacts. No additional info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.